Event description:
A saluda employee received an email notification from a customer that an explanted device was being returned to the manufacturer per their protocol. No further information has been received at the time of reporting.

Manufacturer narrative:
The event date was not provided. The event date has been documented as 02-mar-2026, the same date saluda medical was made aware. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. .